Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after four cuts at 15 psi, the balloon ruptured. It was then changed to a new device and the procedure was continued. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering has reviewed the case description. Balloon ruptures may occur due to, but are not limited to, mfg, materials, pt anatomy, lesion morphology, preparation technique, and/or device handling. It was reported that the target lesion had 90% stenosis, which may have contributed to the reported difficulty. Since the device was able to be prepared for use, and used for several cuts, the failure may be to be related to circumstances during the procedure. However, without the return of the device, the reported balloon rupture can not be confirmed, and a root cause can not be definitively determined.